Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they have high blood glucose with blood glucose of 23.8 mmol/l. The customer was treated by manual injections of insulin. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the high blood glucose. Based on customer report customer does allege pump was under delivering. The device will not be returned for analysis.